Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units lower touchscreen is not functioning. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Customer calibrated the touch screen through the user menus. No investigation was made. H3 other text : evaluation not requested by complainant.

Event description:
N/a.